Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The log files indicate that ablations were not performed with the device during use. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported cardiac perforation or septal defect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation or septal defect may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ischemic ventricular tachycardia ablation procedure, the catheter crossed the ventricular septum through via cardiac perforation or undiagnosed septal defect. The tacticath se catheter was observed crossing the septum from the left ventricle through the right ventricle on the mapping system, fluoroscopy, and on transesophageal echo. A perforation was not able to be confirmed. The physician stated that the patient may have had an undiagnosed ventricular septal defect. The catheter was withdrawn back into the left ventricle and the patient appeared to suffer no adverse effects. The procedure was finished without any ablation as the targeted site appeared healthy.